Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's meter was testing sixty points difference from healthcare professional's meter. Caller also reported that customer was hospitalized previously with diabetic ketoacidosis. Hospitalization may have been due to food poisoning, insulin pump or meter issues. Hospitalization information was not given.